Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and all programming was correct. The prime and high pressure tests were not performed with the medical doctor during the call. Nothing further was reported.

Manufacturer narrative:
Currently it us unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.